Event description:
Clinician reports that a dental treatment for an apical fenestration was carried on (B)(6)2010 where membragel was used. Eight weeks later, the pt presented with swelling and reddening in buccal with veritable pain adjacent to grafted site. The clinician reports an infection with pain and swelling. Three unscheduled visits made. Keflex 500g and augmentin were administered. Membragel and implant still stable.

Manufacturer narrative:
MFR completed a review of the mfg records and found the product to be within specification.